Event description:
Strikethrough of fluids in the front of the gown and on the arms. Contact thought that the wrong gown may have been put into the pack. The product code or lot number for the gown was not available.